Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 2.5, 2nd inr: 1.9, mean: 2.20, sd: 0.42, %cv: 19.28. Since 19.28% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 2.0, 2nd inr: 2.4, mean: 2.20, sd: 0.28, %cv: 12.86. Since 12.86% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Data analysis was performed on inr results provided by the customer. Inr reported meet precision criteria. The 2.7 inr is excluded from comparison test since the time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Conclusion: data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria met. Pt's coumadin dosage was adjusted on (B) (6). Inr value may take time to be stable. No product is expected to be returned. There is insufficient info to determine the root cause. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.5, inratio (re-test): 1.9, inratio (re-test): 2.5. Date: (B) (6) 2010, inratio: - , lab: 2.7, inratio (re-tes): - . (B) (6) 2010, 2.0, - , 2.4. Re-test on 1/18/10 was done because the doctor increased dosage.